Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), product type: lead; other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (b)(), (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins).it was reported that the rep met with patient during an appointment requested by the patient because of lead incision site sensitivity. Impedance test returned electrode 0-7 (lead #1) to be out of range (oor) > 40,000 at 3v. With further questioning the patient confirmed that she has noticed a gradual loss of therapy, but other than stating "for a while" she could not confirm a time frame. Patient stated that she has not experienced any recent falls or trauma. For troubleshooting/ diagnostic rep removed all (+/-) programming from lead 1 and reprogrammed lead #2. Rep was successful at capturing some coverage in for usual painful areas of her back and right leg. Patient was advised to contact the surgeon to request an x-ray for possible lead migration and request an appointment to discuss her options and lead incision site sensitivity. Rep suspect if lead #1 migrated down or pulled out of her epidural space it may be the cause of the lead sensitivity. The issue has not been resolved at the time of this report. Unknown if surgical intervention occurred, rep will follow up for more information. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.